Event description:
It was reported that the patient was admitted for elevated power consumption and concern for pump thrombosis. The patient was recently hospitalized in (B)(6) of 2022 with concern for pump thrombus (MFR# 2916596-2022-11579). Intermittent calculated flows were noted to be 10+ liters per minute (lpm). The patient was hospitalized and put on a heparin drip. The patient was asymptomatic other than feeling flushed at the time of admission. The patient also reported having shorter battery life over the weekend of (B)(6) 2022 which was suspected to be caused by elevated power. Log file review captured the batteries lasting 12.5 hours from full charge to low battery advisory which was normal. No unusual events were recorded. Additional information was received that the patient was feeling well with no heart failure symptoms. The patient's volume was noted to be up but lasix (furosemide) was stopped on (B)(6) 2022 and resumed on (B)(6) 2022. Pump speed was decreased from 9000 to 8800 rotations per minute (rpm) due to dizziness and in efforts of aortic valve opening and left ventricle (lv) cavity size increase. An echocardiogram, computed tomography angiograph (cta), and right heart catheterization (rhc) with cardiomems implant were performed. CT showed no evidence of thrombus within the lv itself and both the inflow cannula and outflow graft appeared intact. Thrombus was not confirmed but still suspected. There were no recent changes to patient condition or anticoagulation status that would have contributed to thrombus. The patient was discharged home on (B)(6) 2022 with plan to maintain medical therapy of warfarin, clopidogrel, and acetylsalicylic acid (aspirin). A surgical approach would be considered if the patient developed clinical signs of hemolysis, lab evidence of significant hemolysis, or any other concerning adverse sequalae.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed as no images were submitted from the account and no product was returned for evaluation. Additionally, a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The submitted system controller log files contained overlapping data, collectively ranging from 09sep2022 through 23sep2022. Transient elevations in pump power and flow were observed beginning on 16sep2022, with values reaching as high as 11.3 watts (w) and 12.0 liters per minute (lpm), respectively. Of note, most of these elevations were captured during pulsatility index (pi) events. No other notable events or alarms were captured, and the pump appeared to function as intended and operated above the low speed limit for the duration of the files. The patient remains ongoing on hmii lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 09 jan 2018. The heartmate ii lvas IFU, rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including device thrombosis, that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Section 1 and section 6 of the IFU outline indications of pump thrombosis and how to respond to such events. Section 6 of the IFU, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.